Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that post-procedure, the patient developed hemolysis treated with blood transfusions. On an unspecified date, the mitraclip procedure was performed to treat mitral regurgitation (mr). There was no issue with clip deployment or implantation during the mitraclip procedure. The patient was discharged. On estimated date of (B)(6) 2015, the patient developed hemolysis treated with several blood transfusions. The clip was confirmed to be securely attached to both leaflets; however, it is the physician's opinion that the implanted clip contributed to the hemolysis. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of dizziness and hemolysis, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hemolysis appears to be related to procedural conditions due to the implanted clip; the reported vertigo (dizziness) was likely a cascading effect/symptom of the hemolysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following updated information was provided: on (B)(6) 2015, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. One clip was implanted, and the mr was reduced to 1. There was no issue with deployment or implantation of the mitraclip during the procedure. The patient was discharged. On (B)(6) 2016, the patient developed hemolysis with vertigo, and has been given several blood transfusions. The clip was confirmed to be securely attached to both leaflets; however, it is the physician's opinion that the implanted clip contributed to the hemolysis. In the physicians opinion, the anemia present prior to the procedure, possibly contributed to the hemolysis. No additional information was provided.